Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; half of the reservoir compartment broke off during a reservoir change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.